Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate high voltage therapy due to atrial events falling into blanking. The device was reprogrammed. The patient condition was fine.